Event description:
Customer reported via phone, the insulin pump kept alarming no delivery and she had been wasting many infusion sets. Customer was hospitalized for high blood glucose over 600 mg/dl, she was unconscious. Current blood glucose was 472 mg/dl. Customer stated the alarms tend to occur during a bolus. Customer declined providing details on hospitalization and avoided troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.